Manufacturer narrative:
A review of the complaint history for sn: (B)(6). Was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ethernet cable from the fridge plugged into the wall. A field service engineer removed and pulled into the station and powered up the fridge. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, on balmc-ms1 was showing as not detected on the bus, and rebooting the device did not correct the issue. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.